Event description:
It was reported that the 840 vent had an oxygen (o2) sensor readings were out of range. The ventilator was not on a patient at the time of the event. The service engineer (se) inspected the device and replaced the oxygen sensor to correct the issue. The unit passed all testing and operates within the manufacturing specifications.